Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed the heater tray was in contact with the font panel side top cover. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. There were signs of infestation on the top cover and the cassette door. The cycler underwent and passed a system air leak test, valve actuation test, and a mushroom head check. The post-accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed and completed. A scale reading error warning occurred during dwell 4. The simulated treatment was resumed and completed after the heater tray was adjusted away from the top cover. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The top cover was cracked at the pump side screw hole and there were signs of infestation under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfecting, and disposition form. The mushroom head check previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during an unknown phase of their pd treatment. The patient reported receiving a please check heater patient and drain lines alarm during fill 1 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak was a defective cassette. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did not complete treatment, but they did resume treatment the day they received their new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler pickup was missed, but has been rescheduled to be returned to the manufacturer for physical evaluation.